Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (fse) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.